Event description:
It was reported to nova biomedical that a consumer was receiving what she felt were inconsistent blood glucose readings. Feeling ill, she had a neighbor take her to the hosp. An add'l conversion with a hosp staff employee identified a difference in the consumer's meter and the hosp meter although no difference in time in between readings was identified. Troubleshooting showed the consumer's device and test strips were performing as intended. This is being reported as an adverse event under the FDA medwatch regulations. Meter and test strips will be returned for eval.

Manufacturer narrative:
Test strip lot # 1020413309, expiration date: 11/2015. Control solution lot: 1030713254, range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.